Manufacturer narrative:
(B)(4). The leak from a crack in the cassette was not reported but was discovered by a baxter technician during evaluation. There was no patient involvement as this was identified during evaluation. Evaluation summary: the cracked cassette was identified via visual inspection. Underwater leak testing noted leakage from the device. Clamp function and clear passage testing were performed with no issues noted. The device was then run on a homechoice machine with an issue encountered; a reload the set alarm occurred. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The leak occurred due to the crack on the cassette; however, the cause of the crack was unable to be determined. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation is not yet complete. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of the cassette, it was reported that a leak was noted from a crack in the cassette. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.